Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a loss of prime issue. There was no allegation of an adverse event. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the black box shows loss of prime warning associated with a low non-zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. Unidentified force low observed in the black box, force sensor calibration in specification.